Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced an unknown blood glucose (bg) over 500 mg/dl associated with an inaccurate delivery issue. It was reported that the patient was hospitalized with diabetic ketoacidosis and treated by their healthcare provider. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for additional information. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Unrelated to the original complaint, the display was dim and the letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.